Event description:
The facility's had reported an infusion pump with a failure code 812:00 which had occurred during pt use, 20 minutes after the start button was pressed. The pump had been set to infuse at 250 ml/hour. Info was requested by baxter regarding the date this report occurred, the medication involved, tubing product code and lot number in use, medical intervention and pt injury, but no additional info was available. Additional contact info was requested but no additional contact was provided.